Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5160211.

Event description:
A voluntary MDR report was received on 10/31/2024. It was reported that a detached or missing sensor wire occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.